Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of kinking in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because an invalid lot number was provided by the customer. Root cause description: a root cause for this incident could not be determined due to no sample being received; however, kinking in the tubing is a known issue that has been investigated by manufacturing. Based on the investigation done previously, the root cause of the kinked tubing was determined to be due to improper coiling and pouching during the manufacturing process. Public clinical information instructs to massage crimped/kinked areas to facilitate flow. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was kinked. The following information was provided by the initial reporter: material no: 2420-0500 batch no (lot no): 20015485. It was reported multiple sets of IV tubing kinked at the top. Nurse of the patient reported multiple sets of IV tubing kinked at the top and not working.